Event description:
The customer reported that the instrument failed to pipette sample or reagent in various positions and did not generate an error message. No death or injury resulted from this event.